Event description:
A patient reported left ¿breast looks different, is always feeling hot and feverish, tingles in the nipple area, a lot of pain, they can feel their lymph nodes, on the left side where their collar bone is the skin is always tight, is stretching a lot, with a lot of pain and the implants have dropped down and don't sit up anymore." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.